Event description:
It was reported they are returning their unit to elsg for service. Green connection plug defective. No reported pt consequence.

Manufacturer narrative:
Evaluation summary: based upon the inquiry info received visual and functional examination: the unit was found to require the pcb board to be calibrated. The device was functionally tested, met all product requirements and returned to the customer. Pcb board calibrated.